Event description:
A user facility reported that the image was "cut off." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found no image was produced due to breakage of the image sensor. In addition, the evaluation found the following: image noise; insertion tube defects due to physical stress;adhesive of distal end defects; angulation lock broken/insufficient; connector defects. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Reuse should have been selected in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.